Event description:
The explanted devices were received but product analysis has not been completed to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: follow-up report #1 inadvertently noted that the explanted devices had not been received by product analysis but they were. D10 device available for evaluation, corrected data: follow-up report #1 inadvertently left blank. H3 device evaluated by MFR, corrected data: follow-up report #1 inadvertently left blank. H6 evaluation codes, corrected data: follow-up report #1 inadvertently listed wrong codes.

Event description:
Patient underwent a full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis a coil appeared to be broken at approximately 383mm, the coil break mate was observed at approximately 384mm. The coil was identified as the ring (+) coil. Scanning electron microscopy (sem) images performed on the coil break show that pitting or electro-etching conditions have occurred at the break location. However, due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exits following an explant procedure.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.053 volts, and the memory locations on the generator indicated that 16.410% of the battery had been consumed. The data dump was also reviewed, and it was noted that the device went from normal impedance to high impedance on 10/30/2019. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis for the lead is still underway.

Event description:
It was reported that the patient was being referred for full revision due to high impedance. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. Information was received that the patient has had no trauma to the chest or neck. There have been no reported adverse events. X-rays were performed however are not available to be sent for review. No surgery has been scheduled. No surgical intervention has been reported to date. No additional relevant information has been received to date.